Manufacturer narrative:
Result device evaluation summary: one main control board was returned to medtronic for further analysis. After a visual inspection of the board, no damage or anomalies were observed. Then the main control board was installed into an ht70 test bed and powered up the unit under testing (uut) and successfully completed post. The uut was set to customer settings and ventilation was initiated. The device operated on customer settings for approximately 1 day, no failure was observed. The reported symptom could not be duplicated. The investigation found the device to function normally. The event will be included in trending and monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was inspected at a medtronic authorized third party service center. The ventilator experienced a system error at startup, but the reported event could not be duplicated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while using the ht70 ventilator at home, a crack was heard, the ¿mega volume¿ alarm was generated, and the ventilator stopped ventilation. It was additionally noted that the ventilator¿s screen was frozen, and buttons were not working. It was also stated that there was no alarm or error message generated and the alarm lamp did not illuminate. The patient was removed from the ventilator and placed on an alternate ventilator without harm.